Event description:
It was reported the ultrasonic bronchofibervideoscope was improperly sterilized in the oer-pro endoscope reprocessor and then used on a patient. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the customer reported they did not use an appropriate attachment of oer-pro when they reprocessed the scope.¿ it is likely that a potential cause was that this was the handling mistake of the customer which occurred due to a deviation from the instruction manual. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". An olympus ess visited the user facility on july 22, 2024, where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. Olympus will continue to monitor the field performance for this device.